Event description:
A pt reported they were unable to receive a reading on their one touch basic meter due to their meter allegedly not powering on. There was no result on their meter as the pt was unable to test. Pt reported they were hospitalized due to a stroke. While at the hosp the pt was tested and their blood glucose level was over 300mg/dl. Pt was treated at the hosp but type of treatment was not reported. No further info has been reported.